Event description:
According to the medwatch submitted by the user facility: "a pt was in surgery for coronary artery bypass. Staff smelled something burning. The bovie started to alarm. The pt had a burn on the left anterior lateral thigh the shape of a towel clip. A hole was found in the bovie cord from the perforated towel clip. Plastic surgeon came into the or and performed an excision and closure of the burn. Staff has been instructed to use only the non perforated towel clips." Equipment was not removed from service at the time of the incident."